Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while admitted for an unrelated event on (B)(6) 2017 the patient had a lactate dehydrogenase (ldh) of 1098 u/l. Inr was 1.8. The anticoagulant warfarin was held that night with possible heparin treatment if inr was 1.7 or lower. Warfarin was then resumed. Given subtherapeutic inr the patient was bridged with enoxaparin 80 mg subcutaneous (sq) twice per day (bid) with the last dose given the morning of (B)(6) 2016. During a transesophageal echocardiography (tee) on (B)(6) 2016, the aortic valve did not open. The patient¿s ldh stabilized throughout admission with no signs or symptoms of thrombus. Ldh on (B)(6) 2017 was 257 u/l. The patient¿s anticoagulation was aspirin 325 mg daily. Inr upon discharge was 1.5 with a goal of 2-3.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.